Event description:
It was reported that, "during a revision case a scorpio ts insert was used with a ps femur which are not indicated as compatible."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned tot he MFR. Add'l info pertaining to the devices referenced in this report (including device cat #, lot # and x-rays) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.